Manufacturer narrative:
A ge service representative performed an on site investigation. The filament control was replaced. It was noted that the battery packs were delayed. No conclusion can be drawn as no further repair info was reported.

Event description:
It was reported that the system displayed filament, charger failure errors and a precharge error was also displayed. These errors will likely prevent the system from booting. There is no report of injury or death associated with this event.